Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) /2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. All of the buttons responded appropriately. Evaluation revealed contamination was found under all key contacts.